Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a nurse via phone call that the customer received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 47 mg/dl at the time of the incident. The customer was at 107 mg/dl at the time of the call. The customer was given food and intravenous fluids to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer believes the pump is under or over delivering. Troubleshooting was not completed. The insulin pump will not be returned for analysis.